Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that although there was an issue with the wireless footswitch it was able to successfully complete the procedure. There was no report of harm to the patient.

Event description:
It was reported to philips that wireless footswitch was not working. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned neurovascular treatment. The treatment was completed without delay by using the same wireless footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch controls 5 and 6 were not working when it was pressed. Per the information collected, the wi-fi indicator on the footswitch was off and the battery indicator was green. Fse concluded that there was a hardware problem inside the wireless footswitch (wfs). The defective wireless footswitch was returned for analysis, and it was concluded that the controls 5 and 6 were defective and the bracket was loose. Fse replaced the wireless footswitch. After replacement of wireless footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.